Manufacturer narrative:
The user facility elected not to return the subject device for evaluation. Olympus followed up with the user facility to obtain additional detailed info regarding the event, and was informed that an emergency handle was not available at the time of the event. The device instruction manual advises users to have an emergency handle available in the event of difficulty. The cause of the reported difficulty cannot be conclusively determined. This report is being submitted as a medical device report in an abundance to caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the basket wire below the lithotriptor handle had broken while the users attempted to crush a hard and large stone. The users were reportedly unable to disengage the captured stone and left the lithotriptor inside of the pt with the sheath removed. The pt reportedly underwent surgery to remove the lithotriptor and stone. The pt was hospitalized for 11 days and then discharged with prescribed antibiotics.